Event description:
A pharmacist reports that a patient has experienced dark shadows following intraocular lens implant surgery. It has been three months since the surgery and the dark shadows persist. Additional information has been requested from the surgeon.